Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. It was concluded that the root cause of the fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 3006705815-2020-32492. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken to address the issue. During the procedure it was noted the patients leads displayed high impedance. As it is unknown whether the leads or the ipg were the cause of the issue the entire system was explanted and replaced.

Event description:
Additional information received indicated the leads were explanted and replaced. Reportedly, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2020-31989. It was reported that patient was experiencing ineffective stimulation. Patient may undergo surgery to correct this issue. Patient is stable.